Event description:
A complaint was reported regarding charging difficulties. It was determined that precision implant was too deep to charge. The dr revised the pocket and moved the precision closer to the surface of the skin.

Manufacturer narrative:
The ipg remains implanted in the pt and will not be available for eval. This is the final report.